Manufacturer narrative:
(B)(4).

Event description:
It was further reported that myocardial infarction (mi) occurred.

Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that chest pain occurred. In (B)(6) 2013, the patient was found to have abnormal stress test or imaging stress test and elevated biomarkers indicative of ischemia and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion was located in the mid left anterior descending (lad) with 70% stenosis and was 24 mm long with a reference vessel diameter of 3.5 mm. Target lesion was treated with pre-dilatation and placement of a 3.00 x 28 mm study stent. Following post dilatation, residual stenosis was 0%. On the following day, the patient was discharged on dual antiplatelet. In (B)(6) 2016, the patient was presented with mid sternal chest pain radiated to the jaw. The patient experienced dizziness, diaphoresis and lightheadedness and was hospitalized on the same day. No electrocardiographic evidence for ischemia at a maximal infusion. The following day, nuclear stress test revealed non-st elevation myocardial infarction. Troponin level 1 enzymes were negative, however level 2 (0.28) and level 3 (0.24) enzymes were noted to be positive. A day after, the patient was discharged on dual platelet therapy.